Event description:
Revision surgery occurred approximately 2 months after the primary surgery; primary surgery occurred on (B)(6) 2023. No fall or trauma reported. Patient dislocated. 36 mm + 9 standard humeral cup was explanted and replaced with 36 mm + 6 humeral stability cup and 9 mm spacer.

Manufacturer narrative:
Patient dislocated two months after primary surgery with no known cause. No actual, implied, or suspect link to fx product.